Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08760 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. The low reservoir alarm functions properly during testing. Device uploaded properly using carelink. Device had cracked reservoir tube lip. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 480 mg/dl. The customer was reported other blood glucose value such as 580 mg/dl, 150 mg/dl. The customer was treated with insulin pump in the hospital. The customer was wearing the insulin pump during the high blood glucose event was reported. The customer stated that the drive support cap appears to be normal. The customer was also reported that the infusion set cannula was bent. The customer was reported that the insulin pump passed displacement test and had under delivery. The insulin pump will be returned for analysis.